Event description:
Patient's wife reported that two cannulas from this box of neria guards have fallen off patient's body today, (B)(6) 2025. Wife does not think it is application technique as she states she has done this without issue for 3 or 4 weeks now. No additional information known at this time. Directions on onapgo prescription for dosing - infuse contents of 1 cartridge under the skin for 16 hours or less each day. Continuous dose (max 6mg/hr or 98mg/day) and extra doses (max 3 per day) as instructed by prescriber. Unknown if patient missed dose or experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Patient code: 4582. Device code: 1068. Reference report#: mw5176954.